Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for voiding dysfunction. It was reported that the patient was walking through a hallway when the ins turned on and the patient started feeling stim. Patient said in the hallway there was a posting about an electrical room but the door was closed. Patient said 2-3 hours after walking through the hallway they are still feeling stim. Reviewed possibility of enable reed switch. Patient contacted the hcp they saw for the device and they said since the patient hasn't been there in so long they were not considered a patient.  Patient said they hadn't used the device in 5 years and didn't know where the programmer was. Reviewed ins could be turned off by patient programmer, clinician programmer or strong magnet.